Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, a21 error test and self-test. All operating currents are within specification. Off no power alarm functions properly. Unit was programmed and monitored for 2 days. No blank display, vibration anomaly or shock anomaly noted. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker. Unit had slight moisture damage on the electronic assembly. Unit received without original belt clip. Unable to verify damage to belt clip. No damage noted on the belt clip slot.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose 526 mg/dl. The customer is experiencing symptoms of frequent urination and dry mouth. The customer was admitted to the hospital. Customer was given fluids. The customer was wearing the insulin pump. The customer stated that she was hungry in the hospital but couldn't eat because her sugar was high. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer was giving her daughter a bath and the device fell in. The customer reports there is fluid under the lcd display. The customer stated that the device was dropped and the battery cap is missing. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer was unable to troubleshoot because of missing battery cap.